Manufacturer narrative:
The customer reported that after doing the quarterly reboot on this central nurse's station (cns), the unit began to boot loop. Technical support (ts) troubleshot the issue; however, the issue remained. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received..

Event description:
The customer reported that after doing the quarterly reboot on this central nurse's station (cns), the unit began to boot loop. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that after doing the quarterly reboot on this central nurse's station (cns), the unit began to boot loop. Technical support (ts) troubleshot the issue; however, the issue remained. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: the reported issue (boot looping) was duplicated on the returned device. The hard drive disks (hdds) were replaced to resolve the issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that after doing the quarterly reboot on this central nurse's station (cns), the unit began to boot loop. There was no patient injury reported.